Manufacturer narrative:
It was also reported that the device was explanted on january 30, 2025. Re-implantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient experienced an infection at incision site. The patient was placed under general anesthesia on (B)(6) 2024, in order to clean the incision area with topical antibiotic and made a multi-layered closure to take tension off the skin. The implanted device remains.